Manufacturer narrative:
(B)(4). The se replaced the graphical user interface (gui) printed circuit board (pcb) and backlight cable. The ventilator passed all testing.

Event description:
It was reported that the ventilator had a blank screen. The ventilator was not in use on a patient at the time of the event. The service engineer (se) verified the malfunction.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.